Manufacturer narrative:
Concomitant medical products: 7122 lead, implanted (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, an alarm sounded due to high right ventricular coil impedance being high. The physician thought there may be a setscrew/connection issue. It was difficult to determine if the lead pin was inserted fully or not. The physician decided to explant and replace the device. The lead connection with the new device gave normal impedance measurements. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a set screw with a rounded socket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.